Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed a break at 51cm distal to the distal end of the strain relief and multiple hypotube kinks were identified. No issues identified in the polymer shaft. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. An examination of the proximal and distal markerband identified no issues. No issues identified in the tip profile.

Event description:
It was reported that the shaft was fractured. The target lesion was located in the coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the mid shaft of the balloon was fractured into two in the guide. Both pieces of the balloon was fully removed from the patient and the procedure was completed. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the shaft was fractured. The target lesion was located in the coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the mid shaft of the balloon was fractured into two in the guide. Both pieces of the balloon was fully removed from the patient and the procedure was completed. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the shaft was fractured. The target lesion was located in the coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the mid shaft of the balloon was fractured into two in the guide. Both pieces of the balloon was fully removed from the patient and the procedure was completed. No complications were reported, and the patient was stable post procedure.